Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose. The reported blood glucose reading was 433 mg/dl. The customer stated that while she was sleeping her blood glucose levels became high and she was taken to the hospital. The customer stated that she was in a coma for approximately two months as a result of the high blood glucose. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the customer had received an alarm on the insulin pump on the day of the event. No record of the amount of insulin that the customer had taken prior to the time of the phone call could be found on the insulin pump. The insulin pump passed the prime test. The customer did not have a tubing clamp to perform the high pressure test, so one was sent to her. Nothing further was reported.